Manufacturer narrative:
Sample was received for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis: - the valve was visually inspected; a bump mark in the top of the valve casing and needle holes in the needle chamber were noted. The valve was tested for programming. The valve failed the test. The valve was dismantled and examined under microscope at appropriate magnification: a bump mark was noted in the valve casing, damage to the titanium axle, and damage to the base of the valve casing were noted as well, as the flat spring arm was bent. Root cause: the root cause for the bump mark and damage titanium axle and base of casing and also the bent flat spring are due to the valve receiving a very hard knock. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was having unintended setting changes. The certas valve was set at a pressure setting of 4 on (B)(6), and documented as 4. Upon having an MRI completed, the valve setting was checked through utilization of the certas toolkit and the electronic tool kit, and by imaging. And the pressure setting was indicated as a pressure setting of 8 ¿ with both the certas toolkit and imaging. Multiple clinicians attempted to reprogram the valve to setting 4 and were unable to move the valve from a setting of 8. Several additional attempts failed. A large magnet from another manufacturer was placed directly on patients scalp above valve by the clinician and rotated. The certas indicator tool, electronic indicator and imaging confirmed the valve still set to 8. Patient became symptomatic and was scheduled for a shunt revision.